Manufacturer narrative:
Phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photograph revealed that the cone of the male luer lock of the access line was cracked. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of prismaflex m100 set c, a broken red luer connector was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.